Event description:
A surgeon reported during a vitrectomy surgery, he noticed insufficient air insufflations at time of liquid/air switch and slow draining of decaline. The pt experienced preoperative hypotony. After fluid/air switch, some air was insufflated under the retine, leading to a retinal detachment and postoperative consequences for the pt. Surgery was prolonged. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).